Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected noise on both the atrial channel and the shock channel. Technical services reviewed available device data and noted the signals on the atrial channel correspond to myopotentials. The shock electrogram (egm) also shows myopotentials. Atrial tachy response (atr) episodes from (B)(6) 2023 show signals that are somewhat consistent with an integrity problem of the atrial thread with non-physiological signals. Since (B)(6) 2024, the atrial impedance has also fluctuated, where it was previously stable. Thorough lead troubleshooting was recommended to evaluate for possible lead impairment or possible subclavian crush. Of note, both the right atrial (ra) and right ventricular (rv) lead are non-boston scientific products. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.